Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #s: (B)(4), description: scs phase iii lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the pocket and midline incision sites. The patient underwent an explant procedure during which the physician noted an infection at the midline incision site. The physician does not feel that the event was device or procedure related. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing pain at the pocket and midline incision sites. The patient underwent an explant procedure during which the physician noted an infection at the midline incision site. The physician does not feel that the event was device or procedure related. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was revealed that the patient was also experiencing symptoms of fever and drainage. The patient was given IV antibiotics.